Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8840, product type: programmer, physician .

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving baclofen [1 500 mcg/ml] at a rate of 277.8 mcg/day via intrathecal drug delivery pump for intractable spasticity. It was reported that there was a drug related programming error. The wrong drug concentration was entered as the pump is programmed as 1500 mcg/ml baclofen but there is actually 2000 mcg/ml baclofen in the pump. The pump is programmed to deliver 277.8 mcg/day. There were no reported symptoms and the patient will be in for a refill on (B)(6) 2017 where they plan to enter the correct concentration and update the dose. The current pump flow rate is 0.1852 ml/day, based on this flow rate the patient has been getting 370.4 mcg/day versus the programmed 277.8 mcg/day. There were no further complications reported/anticipated. Additional information was received on (B)(6) 2017. The representative called technical services and reported it. The proper adjustment in regards to flow rate was confirmed. The patient went in to a refill on (B)(6) 2017 and confirmed everything with the hcp. The issue had been resolved. It was stated that there were no issues with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.